Event description:
Device floseal gun applicator malfunctioned, it would not squirt out the floseal. You have to constitute the thrombin and saline then while it is in the syringe insert it through the port on top, after it comes out and all is used then insert a tb syringe with saline through the port to push out any residue out. Nothing worked. FDA safety report ID# (B)(4).